Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the reported event occurred due to excessive use, impact of a major mechanical force, e.g. A blow or a fall. However, a specific root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The central sterile supervisor at the user facility reported that during reprocessing, the light guide lens that connects to the light cord broke off from the ¿ultra¿ rigid telescope into the light cord. No death or injury and no impact to patient or other has been reported.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s reported problem was confirmed, the light guide post at the main body is loose and missing light guide fiber bundle is missing inside the light guide post. The light guide post was found to have deep scratched around the base. The inspection also noted, the rigid outer tube is bent, the objective lens at the distal end is dirty, there is broken lens inside the optical system with debris particles under the eyepiece lens, and dents on the eyepiece funnel. The device history record for the affected serial number was reviewed without showing any non-conformities or deviations regarding the described issue. The investigation is still in progress; however, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.